Event description:
While performing testing on the provue analyzer, the operator observed the probe drip clear liquid into the surgiscreen red cell reagent vial in the reagent carousel. Testing was stopped and upon further investigation, a clear liquid was noticed inside the instrument between the carousel and around the dilution station. There was also liquid dripping from the bottom of the dilution station.